Event description:
According to the distributor report, a pt fell and hit the corner of a wooden fireplace resulting with a 6 mm laceration on their right forehead. The wound was cleansed with shur-clens wound cleanser. Shur-clens is a single use product. Sterile saline was used after the shur-clens application. Dermabond adhesive was used to close the laceration. Three layers were applied, waiting in between layers. The child has no history of allergies toward adhesive products. Pt returned four days later. The site appeared inflamed, swollen, and greenish looking. An abscess developed. The site was incised and purulent drainage was present. Child was placed on oral antibiotics.